Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material code is 320472. When removing the needle, due to the needle without hub, the needle failed to detach from the mounjaro pen and remained attached to the pen needle. Consequently, a nurse at the clinic sustained a needlestick injury. The needle was removed by alternative means at the time of the incident and unfortunately, no photo of the needle was retained. Currently, only one needle has exhibited this issue. There is currently no tfda number. Sample availability: no sample availability details: no sample available.